Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue, and the system then passed testing. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to the "localizer faulted" error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer faulted" error message. The network device interface (ndi) toolbox was accessed, confirming that both "bump" and "internal temperature" were highlighted. The probable cause was identified as erroneous bump detection and a faulty complementary metal oxide semiconductor (cmos) battery. There was no patient involved.

Manufacturer narrative:
D9, h2, h3: the return of 9735821r provided the lot number p902462. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to sep 2019, and intermittent illuminator current low dating back to nov 2024. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .585mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.